Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage-battery cap, power problem-charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer is calling back within 1 week of troubleshooting low battery/short battery life with same issue. The customer is using aa lithium battery as recommended. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed displacement test, self-test and active current measurement. No low battery alert noted during testing. However, high sleep current measurement found during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Battery cycle 9.0 received the low battery alert (104) on (B)(6) 2025 21:09:00 faster than expected at 2.62 days. Battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 19:32:00 faster than expected at 3.04 days. Battery cycle 7.0 received the low battery alert (104) on (B)(6) 2025 08:59:00 after more than 7 days at 18.48 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The electronic assembly and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, cracked keypad overlay and minor scratched lcd window. The sc1-cap/reservoir does lock properly. Pump not received with original battery cap. Charge/battery lasts less than expected was confirmed due to high sleep current. High sleep current was isolated to electronic assembly. Battery cap broken/cracked/damaged was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.